Event description:
It was reported that during equipment testing conducted by a MFR field service technician at the user facility, the saw was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Worn components were discovered within the device, and the motor was found to be damaged, which are probable causes of overheating.